Event description:
Sales rep (B)(6) reported on behalf of the surgeon that a 7.5 x 35mm xia screw broke during final tightening.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.